Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. A sudden change in hearing with the device was reported.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
The user's hearing performance with the device is affected. A sudden change in hearing with the device was reported.

Event description:
The user's hearing performance with the device is affected. A sudden change in hearing with the device was reported.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on details of possible further steps has been received.